Event description:
Information was received indicating that the pilot line to a smiths medical portex bivona tracheostomy (trach) tube became blocked. It was noted that the pilot line to the cuff would slowly fill with air but would not fill or withdraw with water. Subsequently, the patient required an emergency trach change with no reported adverse effects.